Manufacturer narrative:
Manufacturer control no. (B)(4).

Event description:
It was reported that 2 days after placement of the catheter, a leak was found on the distal lumen. The leak was found between the brownish luer connector and the extension line during infusion. As a result, the catheter was removed and a new kit was used and placed successfully. The event occurred in the dialysis/hemo department. There was a delay in treatment but no harm was caused to the patient. No complications or death occurred to the patient.